Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Upon visual inspection, it was observed that the screw size did not match the label when measured. DHR was reviewed and no discrepancies relevant to the reported event were found. A corrective action has been initiated to address this issue if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implants (screw) is label for a 30mm longue but the screw is a 15mm longue. The surgery was completed with another screw. Attempts have been made and additional information on the reported event is unavailable.